Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See scanned page.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated when the customer was treated, the cannula was removed and the insertion needle had snapped and left a portion inside the cannula. It was stated the customer did not experience any discomfort with the needle remaining in place, because it was inserted in the lower part of the body. Troubleshooting was performed. Ran a self test and the device passed the test. Explained to the nurse that the insulin pump would be replaced as a precaution and safety. No further information was provided.